Event description:
It was reported that a dissection occurred. The 80% stenosed lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A microcatheter was used to help deliver a 2.75 x 38 mm promus premier to the lesion site. The stent was deployed at 11 atm and caused a type a, flow limiting edge dissection. The dissection was sealed with another promus premier stent. The procedure was completed and patient was stable post procedure.